Manufacturer narrative:
Per the patient's surgeon, the patient was treated with long term oral and IV antibiotics (date not reported). It was reported that the treatment is ongoing until the infection has cleared. The patient continues to be clinically managed by their healthcare provider. This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted may 26, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient experiencing a chronic infection causing erosion of the lateral cochlea wall, and carotid canal. It is unlikely that the patient will be reimplanted due to the deterioration of anatomy.